Event description:
It was initially reported that the service wrench icon was illuminated on the device. After an evaluation of the electronic device download, it was observed that the internal hlc batteries had depleted to a point where defibrillation therapy may not have been available. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the hlc batteries were depleted but physio was unable to determine what caused them to deplete. Two filters, designators fl9 and fl11 from the analog pcb assembly were found to be electrically leaky at 2ua; however this was determined to not be enough leakage to deplete the internal hlc batteries. A conclusive cause of the reported failure could not be determined.